Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: a tha patient with recurrent dislocation was revised few days after primary surgery; a double mobility cup was implanted. This is normally a good solution for patient that show hip instability. The problem that originated revision surgery is not to be attributed to a faulty implant, it's usually due to lack or inefficiency of stabilizing anatomical structures on the patient side. Batch reviews performed on (B)(6) 2017. Lot 165886: (B)(4) items manufactured and released on 05 january 2017. Expiration date: 2021-12-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø28/b, code 01.32.2837hct, lot. 160902 (k103721). (B)(4) items manufactured and released on 20 april 2016. Expiration date: 2021-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had dislocated twice since her primary surgery. Head, liner and cup were removed. Final reduction was achieved and provided good stability. The head dislocated from the liner. The revision surgery was completed successfully.